Manufacturer narrative:
(B)(4). Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed. A leak test, clamp function test, clear passage test and device-device interaction test were performed and no issues were noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a loose connection between the patient line and transfer set. This occurred during initial drain of peritoneal dialysis therapy. The technical service representative assisted the patient in ending therapy. Upon follow-up the patient stated that the cassette was defective which is what contributed to loose connection and leaking. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.